Event description:
It was reported that the implant did not break off from the inserter handle during a mini-open rotator cuff. The procedure was completed with a similar product. No pt complications were reported as a result of this event.